Manufacturer narrative:
There were no adverse events reported.

Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this patient was presented to the electrophysiology (ep) laboratory for an elective device replacement due to normal battery depletion. The left ventricular (lv) lead was cut and surgically capped due to an identified insulation disconformity. The lv pacing impedance was low when measured with the device but was within normal range when measured through the pacing system analyzer (psa). Additionally, the local representative reported that the right ventricular (rv) defibrillation lead was exhibiting undersensing of ventricular fibrillation (vf) and the defibrillation testing (dft) was unsuccessful. The physician plans to reschedule the patient for an rv lead revision procedure at a later date. Subsequently, boston scientific crm received information that this rv defibrillation lead was surgically capped and replaced the next day.